Manufacturer narrative:
The controllers associated with the reported complaints were returned to manufacturer for testing and analysis. Visual inspection confirmed the reported event. It appeared that the screw nut wasn't tight enough to firmly secure the connector. Manufacturer representative presented to site, unscrewed connector, cleaned the threads and applied loctite. Review of the controller ((B)(4)) logs revealed several vad stopped alarms caused by driveline cable disconnect but supplemental testing could not reproduce the failure. The driveline connection was reliable and it was impossible to break away the connection without properly unlocking the connector. A closed internal investigation identified the root cause of the loose controller driveline connector to be due to the thread locker material used to assemble the driveline connector on the controller. The thread locker did not have sufficient strength to secure the connector nut over the lifetime of the device and was subsequently replaced as part of the corrective action. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual, and training material provide clear instructions to the user on proper usage and care of the driveline. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a disconnection of the driveline from the controller and how to detect and react to a "vad stop". The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: to "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The IFU further advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) hospitalization.

Event description:
On (B)(6) 2013, the patient reported that the hvad driveline connector ((B)(4)) had become "separated". When the patient arrived at the clinic, the vad coordinator also noted that the controller driveline connector port was loose within the controller body. She exchanged the controller for the patient's back-up controller ((B)(4)) and stabilized the hvad driveline connector with a splint and electrical tape. Approximately an hour later, there was a vad stop alarm due to vad disconnect. Review of the controller log files confirms a vad disconnect at the time of the reported event. The vad coordinator exchanged the controller back to the patient's primary controller ((B)(4)), manually manipulated and tightened the driveline connector. Controller (B)(4) was then taken out of service and the patient was then connected to (B)(4), and the pump restarted without incident. The vad coordinator once again stabilized the connection with electrical tape. The hvad pump was off for approximately 5 minutes and the patient was asymptomatic during the event. On (B)(6) 2013, a manufacturer's representative conducted a site visit and inspected the patient's driveline connector. He removed the electrical tape, unscrewed connector, cleaned threads, applied loctite and reassembled connector. Additionally, he noted that the patient also had damage on the driveline sheath at the strain relief. This was repaired per the fisher connector repair procedure.